Event description:
Arrive clinical study-same as 600089-2006-00827 and 600089-2006-0083117 months after a coronary artery drug eluting stenting procedure the pt required a target vessel reintervention (tvr). Lesion 1 was 2.5mm, 90% stenosed, 60mm portion of the mid left anterior descending (mid lad) artery. The physician treated the lesion with ivus and direct stent placement of two taxus express2 8.8% 2.50 x24mm drug eluting stents with a 2mm overlap. The lesion was post-dilated. Lesion 2 was a 3.00mm, 90%, 15mm long portion of the proximal left anterior descending (prox lad). The physician treated the lesion with ivus and direct stent placement of a taxus express2 8.8% 3.00x20mm drug eluting stent in the target lesion overlapping the previously placed stents by 2mm. Lesion 3 was a 2.5mm, 90% stenosed, 10mm long portion of the 1st diagonal (1st dx). The physician treated the lesion with predilated and successful placement of a taxus express2 8.8% 2.50x12mm drug eluting stent in the target lesion. Lesion 4 was a 4.0mm, 75% stenosed, 20mm long portion of the mid right coronary artery (mid rca). The physician treated the lesion with direct stent placement of a taxus express2 8.8% 3.50x28mm drug eluting stent in the target lesion overlapping the previously placed stents by 1mm. The lesion was post-dilated. The patient was discharged two days later on plavix and aspirin. 17 months after the initial procedure the patient required a tvr of the lad. The physician successfully placed 2 johnson & johnson cypher stents in the prox lad. In the opinion of the physician the relationship of the tvr to the taxus stents is probable and there was in-stent restenosis of the taxus stents. The patient was discharged the same day.